Manufacturer narrative:
Tracking# 48577. Ees# 980272/a. Based on the info received & the visual & functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt, it was noted that all the drivers on the cartridge were in the up position indicating that the instrument had been fired through a complete firing stroke. Additionally, it was noted that the proximal two drivers were up higher than the other drivers. Due to the condition of these drivers, it appears possible that an attempt may have been made to fire a spent cartridge. The instrument was fired with a reload cartridge & it fired & formed all the staples with no difficulties noted.

Event description:
It was reported the tlc55 was used unk procedure. It was reported by the affiliate the firing knob could not be pushed completely. There was no consequence to the pt.